Manufacturer narrative:
.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported the patient has experienced sharp pain, swelling in her right knee. Other symptoms reported by the patient ambulation difficulties, night sweats, memory loss, loss of balance and a metallic taste in her mouth. Patient believes there may be an infection. The patient has been informed by the physician that a revision is necessary to change out the implants and wash out infection. No date has been set for the revision.